Event description:
It was reported that when an asymptomatic patient presented in clinic follow up, post paced t-wave oversensing on the ventricular channel was observed on a stored egm. Programming changes were recommended.